Manufacturer narrative:
H3: analysis of the b355300 implantable neurostimulator (ins) (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the b3400060m extension (B)(6) revealed that conductor was broken at the proximal end of the extension. Analysis identified that there was a break in the insulation at the proximal end of the extension. Analysis of the b3400060 extension (B)(6) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code was updated upon further review of device analysis results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No data.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension, product ID b3400060, lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 26-mar-2027, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 10-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the stage 2 procedure, high impedances were observed on the bottom contacts (0 and 8) of the system during testing, although the patient did not experience any symptoms. No known external factors were identified as contributing to the issue. Multiple impedance checks were performed, and the extensions were replaced individually, followed by additional impedance testing. The implantable pulse generator (ipg) was also replaced, and further impedance checks were conducted. Devices displaying impedance issues were explanted and replaced with new devices. The impedance issues were discovered at the time of implant and were resolved following the replacements. Surgical intervention occurred, and no further information is available from the healthcare professional.